Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead moved resulting in high thresholds. The lead was repositioned which resolved the issue. No adverse patient effects were reported. The lead remains in service.